Manufacturer narrative:
Electrocardiograms (egms) were reviewed by tech services. Atrial oversensing was confirmed. Oversensing was caused by noise or far field oversensing. As received, the device was at the elective replacement indicator (eri). Oversensing was confirmed in the device image. The device behaved as programmed. Auto mode switching (ams) could have been prevented by increasing the atrial max sensitivity. Noise was not present on the bench. The device functioned normally on the bench.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a revision due to inappropriate auto mode switching (ams), oversensing and a routine generator change. Further analysis noted the high voltage lead impedance measurement caused the oversensing, noise seen as ams. Non sustained right ventricular (rv) oversensing was also observed. Programming changes were made to address these issues. It was determined that the rv oversensing was due to post-paced sensitivity changes in the device secondary to pseudo fusion. The device was explanted. The leads remained implanted with no issue when connected to a new device. No lead malfunction was suspected by the physician. The patient went home the same day in stable condition.